Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned for evaluation, the root cause of the image issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would intermittently cut out when the cable was bent. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.